Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The device log was reviewed, no technical error was found but several air alarms. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during visual check. Functional tests related to air detection were carried out but failed and calibration could not be performed. As per technical manual the air sensor was replaced and sent to brézins for further investigation. The part was mounted on a test bench for cross-testing. Several tests were carried out including air bubble detection and all performed successfully without any technical alarm. However a drift of the value of the air detector with water was noted during test 14. This value for "water in line" was below the required level and could randomly trigger unwanted air bubble alarm. This drift of value is likely due to a premature weakness of the components. An internal CAPA is addressing this issue. To our knowledge no patient consequences have been reported. This complaint is valid. Action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
Therapy was interrupted; during service, air sensor needed to be replaced.